Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-45, lot# v526927, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-45, lot# v560140, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Follow up information reported that the ¿stimulator is working good¿ per the patient. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that an impedance check was performed and the system was reprogrammed. There were no unanticipated interventions known to have taken place as of (B)(6) 2014. The patient outcome was no change since the last update.

Event description:
It was reported that there was intermittent shocking. It was noted that it had been going on for the past three days prior to report. It was noted that the manufacturer representative ran impedances and all combinations with electrode 7 were >10,000 ohms. The manufacturer representative believed the patient felt the shocking in the area where they got stimulation (leg). The caller inquired if ¿opens¿ may cause shocks. The patient noted that the shocking occurred with both group a and b. The manufacturer representative removed electrode 7 from programming for group a and it had not been used in group b. The manufacturer representative stated all other impedances were in range and this was described as 950-1300. The patient was asked if the shocking correlated to a specific position and the patient did not report this. The manufacturer representative had not asked if the shocking correlated to an environment. The patient noted no falls prior to shocking but shock from the implantable neurostimulator (ins) caused the patient to fall (B)(6) 2014. The patient did not use the patient programmer often and was shocking was not related to making changes in therapy. The manufacturer representative planned to follow up with the patient over the next couple of weeks. The manufacturer representative commented the patient was still getting good relief and were able to reprogram to capture more of the back. It was noted that the patient presented to the doctor one day prior to report but had not attended a follow-up appointment since (B)(6) despite attempted scheduling.